Event description:
Medtronic legal received information from the attorney of the family regarding customer experiencing 2 episodes of hypoglycemia. On (B)(6) 2019 the customer required emergency medical assistance and was taken to the emergency room due to low blood glucose and hypothermia. Blood glucose was 12 mg/dl at the time of admission. Customer was treated with d50 and glucagon. Reporter alleges insulin pump for over delivery and there was damage on the retainer ring causing reservoir not to stay in place but the customer did not have the possession of the alleged defective pump with serial number (B)(4) until (B)(6) 2020. Customer had another low blood glucose event of 40 mg/dl on (B)(6) 2019. Customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.